Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 10/9/2020. The device evaluation was completed on 10/16/2020. The device was visually inspected, and the hemostatic valve was found dislodged into the hub. Then, the device was connected to the carto and the catheter was properly visualized and no errors were observed. It was determined that the hemostatic valve dislodged could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under microscope which suggests that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. The issue reported by the customer cannot be confirmed. The hemostatic valve dislodged appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small would disappear from the carto 3 system map and would intermittently not sync with the ablation catheter. The sheath would also flicker in and out of the map. There was enough matrix built and the issue was intermittent. The caller unpaired and re-paired the sheath with the catheter and the issue persisted. The caller confirmed a default template was being used. There was no patient consequence reported. The visualization issue was assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on 10/14/2020 that the hemostatic valve was dislodged inside the hub. The lab finding was assessed as an MDR reportable hemostatic valve separation issue. The awareness date is 10/14/2020.